Event description:
Info received indicates the left foot siderail broke away from the siderail arm.

Manufacturer narrative:
The technician found the mounting holes in the plastic siderail were stripped from the mounting screws, allowing the siderail to break away from the bed. The technician replaced the siderail and mounting screws to repair the bed.